Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, patient had a laparoscopic gastric bypass and was later called back into the operating room due to staple line leak. The leak was noticed post-operative already.